Event description:
Caller reported experiencing a cartridge alarm issue, specifically cartridge alarm 20, during the load process. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Despite assistance from technical support to load a new cartridge, the alarm persisted, and the customer could not resume insulin therapy. Technical support decided to replace the pump and advised the customer on using a manual daily injection (mdi) as backup therapy. The customer was informed about receiving a pump with updated software and guided on storage mode and return procedures for the problematic pump.